Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via distributor that an endotracheal tube won't inflate during the procedure. There was no patient impact.

Manufacturer narrative:
Analysis found that visually, there was no damage to the packaging to indicate a cause. A syringe was used to inflate the cuff with 15cc of air and it started to leak out immediately. Under magnification it was determined there was 0.02¿ puncture in the proximal side of the cuff that caused the leakage. The puncture was approximately 60 degrees out from the inflation lumen. The product instructions require manufacturing to perform a cuff inflation and leak test during production. The extent of the observed damage would have likely been detected if present during production. The product information and instructions directs the user to test the cuff for leakage with 15cc to 20cc of air before use. Providing the product information and instructions were adhered to, the leak would have been detectable during the test. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the distributor reported that the doctor used another new tube and completed the operation successfully.